Event description:
It was reported that a sharp drop in estimated battery longevity was observed on the device. Premature battery depletion was suspected to be the cause of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.